Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture.

Event description:
Company representative reported, on behalf of physician, "a ruptured allergan 650 cc implant". This relates to unknown side. Device was explanted and replaced.